Event description:
It was reported that inflation does not stop. No patient involvement was reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted and deemed unrelated to the current customer reported reason. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a missing peep knob cap. No other apparent physical damages found. Functional testing could not duplicate reported problem. Device passed all functional testing. Missing peep knob is possible sign of impact damage, which could be associated with intermittent malfunction. Replaced MRI battery, o ring, sintered filter and new knob cap to peep for preventative measures. Device passed all functional testing.